Manufacturer narrative:
The insulin pump had intermittent button response due to moisture damage on keypad traces. The insulin pump was received with cracked case at the display window corner,cracked reservoir tube lip, minor scratches on the lcd window, a missing end cap sticker and cracked battery tube threads. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported that the buttons on the insulin pump were not working. The customer's blood glucose was not known. Nothing further was reported.